Event description:
During a ptca procedure, the balloon would not deflate properly. No pt injuries or complications occurred.

Manufacturer narrative:
The guiding wire has been discarded by the hospital, so no returned product analysis will be available. No further pt info is available. This info is confidential.